Event description:
Customer called to report that initially she was hospitalized due to a knee replacement. Customer stated that while in the hospital her blood glucose went too low and was treated. Customer stated that after the surgery when she was release the paramedics were called twice due to low blood glucose. She was transported back to the hospital one of the times and the other time she was treated at home. The blood glucose reading was 21 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.